Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. During device check, the smartpass feature was found to have been disabled. The system was then tested with provocative maneuvers with noise unable to be correctly identified in any vector. Due to the device system unable to correctly discriminate noise, the patient was subsequently hospitalized until further intervention can be determined. This system remains in service. No additional adverse patient effects were reported.